Event description:
It was reported by the customer, during preparation for use, the high-definition liquid crystal display (lcd) monitor did not power up when connected to the evis exera iii video system center. There was a delay of no more than fifteen minutes. The patient was not under general anesthesia. The monitor had been in the department for a long time since failing. There were other brands of monitors available in the hospital, so the monitor was not reported for repair in time. The equipment did not fail during the procedure. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. However, there was a screen black out and there was no response when pressing the keys on the screen due to a defective printed-circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.